Event description:
The customer reported an inability to acquire ECG with both leads and paddles.

Manufacturer narrative:
(B)(4). The customer reported an inability to acquire ECG with both leads and panels. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.